Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 50 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock at pump insertion. The underlying medical history was not shared. The pump was supporting when the team in the ICU observed a harm from the coronary intervention, there was an effusion that necessitated return to the catheterization lab for a pericardiocentesis. Upon return/transfer back to the ICU the staff observed an access site bleed/ooze. The ooze was treated by application of a femstop and ooze resolved with the femstop and adding medications for the blood pressure. Of note the patient was on antiplatelet brilinta and there were multiple bed transfers for the procedures which could have contributed to the access site ooze. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. After a 10 hour support the pump was weaned and explanted. The patient survived the event.